Manufacturer narrative:
(B)(4). Concomitant medical products: 30103606 ¿ g7 liner - 65256662; 574101050 ¿ femoral stem ¿ 3070240; 00877503603 ¿ biolox ceramic head ¿ 3090771; 00625006525 ¿ bone screw - j7172623. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 1 month post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.